Event description:
It was reported the suspect device failed to alarm when the circuit became disconnected. Although the device was in use by a pt at the time of the alleged malfunction, no injury occurred.